Event description:
It was reported that the ilet pump fell from a pocket and struck a rock wall, resulting in a cracked, unresponsive touchscreen consistent with a damaged display component. Symptoms included no injury to the user. Outcomes included interruption of intended use due to loss of touchscreen function, without medical intervention or hospitalization. Customer care provided support that included arrangements for device return and replacement. Investigation of this case revealed physical damage from an external impact to the screen. It was concluded that the event was due to unintended external mechanical damage and not a device malfunction.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.